Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow or leakage. Bd was not able to identify a root cause for the indicated failure modes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced blood leakage and insufficient blood flow through the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: "when the arterial blood collector was used to collect arterial blood for patients, there was blood exudation at the junction between the needle of the arterial blood collector and the needle tube, the plunger in the needle tube could not rise, and the amount of arterial blood collected was not enough to detect it. After the needle tube was twisted, there was still exudation, which needed to be removed and re-punctured, resulting in second needle placement."